Manufacturer narrative:
On (B)(6)2020 , biosense webster inc. Received additional information about the patient and event. It was reported that the adverse event discovered during use of bwi products, during ablation phase and based off the map and ice. The physician recognized after the fact that he had been applying too much force during ablation which caused the perforation. The event required surgical intervention so the hole could be sutured shut. The patient has fully recovered. The patient did require extended time in the hospital to recover from surgery. I do not know when the patient was discharged, but it was known that the patient was home a week after the procedure. Transeptal puncture was performed using a brk needle. There was no evidence of steam pop. The irrigation settings were standard flow settings for 35 watt ablation. No error messages were observed on the biosense webster equipment. Graph, vector, dashboard, and visitag were used for force visualization (alert at 30 grams and flash at 40 grams). Visitag module was used with the following settings; range 2 mm for 3 seconds fot of (B)(4) at 3 grams, 2 mm tag size with no additional filters. Tag index was used for color. The previously reported 10 liters of fluid was that was removed and transfused back into the patient was not an exact number but the physician¿s rough estimate. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smart touch bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that during atrial fibrillation ablation procedure the thermocool smart touch bi-directional navigation catheter perforated the left atrium on the anterior roof. The force was high and the physician was alerted. The ultrasound confirmed the perforation and the patient had a pericardial effusion. The patient's blood pressure dropped and a pericardiocentesis was done. Approximately 10 liters of fluid was removed and transfused back into the patient via the sheath access in the groin. The procedure was aborted. The patient went to the operating room for surgical repair of the perforation. The patient is stable and is now home. The customer¿s reported high force issue is not considered to be MDR reportable since the issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.